Event description:
It was reported that the ultrasonic lithotriptors' transducer had issue with broken transducer receptacle and connector for the transducer. There are cable sticking out of the receptable where it broke. The issue was discovered during set up / inspection for use. There were no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.